Manufacturer narrative:
Product event summary: the 10fcc13 flexcath contour steerable sheath and data files were returned and analyzed. Two images were received from the field. Visual inspection of the images shows a bent guide wire with multiple thin, transparent plastic strands present on its distal section. While the guide wire is positioned at the tip of a catheter. Visual inspection prior to disassembly and functional testing was performed on the shaft, handle, and dilator. No anomalies were identified. The functional testing was performed. No anomaly was discovered. The steering mechanism and deflection tests were completed successfully. Primary deflection at 90° and 180°, as well as secondary deflection at 90°, were achieved without any issues. The mechanism operated smoothly, with no friction, resistance, or unusual noise. The catheter was inserted into the sheath without friction or difficulty. It was snap locked into the sheath properly. The following relevant sub-assembly inspection and tests were performed. Borescope inspection of the sheath revealed delamination of the ptfe sheath liner. In conclusion, the reported issues were not observed with the returned sheath. The sheath failed the returned product inspection due to a delaminated ptfe sheath liner. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, as the catheter and another manufacturer's guidewire were being removed from the body, the j-tip of the guidewire was exposed and caught some plastic from the inside of the sheath. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.